Event description:
It was reported that a patient¿s implantable neurostimulator (ins) had moved down her back. It was unknown if the patient would be eligible for surgery if needed due to lung damage caused by asthma. It was later reported that the device battery was dead as of 2013-(B)(6) and there was a planned replacement but it was not scheduled yet. No malfunctions were seen and the cause of the issue was not determined. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).